Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's battery charger would not power on. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.